Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: china. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent knee surgery to stabilize a fractured patella. Subsequently, the cable implant fractured. However, the patient will not be undergoing any revision surgery because the surgeon recommended conservative treatment at this time. The patient did not suffer any trauma that could have contributed to the event, but it is noted that the patient's fracture was not healing. The patient is experiencing knee joint stiffness and limited flexion. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4 the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pin and screw fixation of a markedly comminuted patellar fracture with a wide central articular surface gap and a fractured wire cable superiorly. A definitive root cause cannot be determined. The reported event is confirmed by mmi review if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.